Event description:
During the course of validation of the cobas ampliprep/cobas taqman (B)(4) test, results compared to those previously generated using the cobas ampliprep/cobas amplicor (B)(4) test were discrepant.

Manufacturer narrative:
Sequence analysis may not be performed as specimen volumes are limited. The customer is in the process of determining availability of specimens. The dilution of samples in water is an off-label use of the product and may cause inaccurate results. The package insert instructs to use with only human plasma collected in edta anticoagulant and dilute the original specimen with (B)(4) negative human edta-plasma if the result it greater than 10,000,000 cp/ml. Reliable results are dependent on adequate specimen collection, transport, storage and processing procedures. Although the customer reported storing the specimens at - 20 degrees c between tests, it is possible that the number of freeze thaw cycles or other factors may have changed the specimen since the initial testing with the cobas ampliprep/cobas amplicor (B)(4) test. Though rare, mutations within the viral genome covered by the nucleic acid test's primers or probes may result in the under quantitation of or failure to detect the virus. Due to inherent differences between technologies, it is recommended that, prior to switching from one technology to the next, users perform correlation studies in their laboratory to quantify technology differences. The cobas ampliprep/cobas taqman (B)(4) test is intended to be used as a monitoring assay and as such, it is unlikely that a physician would change a patient's treatment based on a singe data point. The patient's history and clinical manifestations would be considered before changes to treatment were made. In this case, the results from the validation study were not reported out and therefore did not affect treatment. The safety board concluded there was no likely risk to the patient and would not result in serious injury or death in this case. (B)(4).